Manufacturer narrative:
The tech found the logic board was not counting pause time after the head section was level. The tech replaced the logic board to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg while holding the CPR lever.